Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n209764, implanted: (B)(6) 2009, product type: adapter. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a, lot# l42161, implanted: (B)(6) 1997, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0120871v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected. Patient compliance was the primary reason for the overdischarge. The last time stimulation was felt was over 12 months prior to this report. The last successful recharge was also over 12 months prior to this report. At the time of implant, the patient was working and when she was up on her feet the stimulation aggravated her. Because of this and that she didn¿t need the therapy at the time, the patient turned the ins off a year or more prior to this report. The patient stopped working about 2.5 weeks ago because she got a herniated disk in the neck and her arm and neck went numb. Recharging was attempted 4-5 days prior to this report to turn the stimulator back on and the patient realized she couldn¿t charge the ins. A physician mode recharge (pmr) was planned for (B)(6) 2014. The stimulation was noted to have been uncomfortable and irritating when the patient worked. After the pmr, a power on reset (por) message appeared on the recharger. The ins was interrogated at 25% and the software was updated. The clinician programmer reported that the ins was discharged and to ¿charge the battery now.¿ the ins needed to be charged further before reprogramming was done. Additional information received reported that the patient had an appointment with the manufacturing representative. The patient¿s battery was not holding a charge longer than about 10-12 hours. Additional information received reported that the power on reset (por) was cleared. The error code was 0x3608. The error message stated that the battery had been completely discharged, the battery capacity was decreased and the implantable neurostimulator (ins) life had been shortened. The manufacturing representative reprogrammed the device to get coverage in the low back and legs. The patient was pleased to have stimulation back on and noticed some relief shortly after turning it on. The patient would discuss replacement options with the physician if she had relief from the stimulation and if the recharge intervals were too short to sustain adequate coverage with her current implantable neurostimulator (ins).